Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not alarm for high blood glucose. Troubleshooting was declined with technical support. The customer stated that the insulin pump had rainbow effect under screen and had to rewound more than once per reservoir change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind and self test. No unexpected rewind anomalies noted. No unexpected audio/vibrate alarm anomalies noted. No unexpected missing segment/partial display anomalies noted. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. No unexpected rainbow screen were noted. (B)(4).